Manufacturer narrative:
A photographic image of the tip cover accessory initially used in this event was provided by the hospital as the accessory was not available for return. Engineering review image found that the tip cover accessory exhibited a hole and several scratches and gouge marks. The second tip cover accessory used in this event was returned to isi for failure analysis investigation. The tip cover accessory exhibited thermal damage that measures .170. And the hole was observed to have originated from the inside out. Additionally, the silicone portion of the tip cover accessory exhibited several scratches and deep gouges. It was concluded that the damage to the tip cover accessory is related to mishandling/ misuse. The damage observed in the image provided by the hospital for the first tip cover accessory used in this event resembles the damage found to the alleged replacement second tip cover accessory returned by the hospital. On 08/31/2015, isi contacted the hospital to provide information about the condition of the returned tip cover accessory at which time the hospital employee stated that the tip cover accessory returned to isi was never used on the patient. The customer reported complaint does not itself constitute a MDR reportable event; however; the tip cover accessory exhibiting a hole as found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted nephrectomy procedure, the tip cover accessory installed on the monopolar curved scissors (mcs) instrument exhibited a hole. The mcs instrument and tip cover accessory were removed and a replacement tip cover accessory was installed; however, during installation the hospital reported that the second tip cover accessory exhibited a hole. No arcing from the tip cover accessory was observed and no fragments were reported to have fallen into the patient during the surgical procedure. The planned surgical procedure was completed and no patient injury or complication have been reported.

Manufacturer narrative:
The mcs tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci nephrectomy procedure, it was discovered that the mcs tip cover accessory, installed on the mcs instrument had a hole. While there was no report of any patient harm, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, on an unspecified date, it was noted that the monopolar curved scissors (mcs) tip cover accessory installed on the mcs instrument had a hole. The mcs instrument was removed and upon inspection of the replacement tip cover it was noted that it also had a hole. According to the site's robotics coordinator who initially reported this complaint, arcing from the mcs tip cover accessories was not observed and no fragments from the tip cover were observed to have fallen into the patient during the surgical procedure. The planned surgical procedure was completed with a 3rd tip cover. A photographic image of the initial (1st) mcs tip cover accessory was provided by the site's robotics coordinator. Review of the photographic image found that the tip cover had several scratches and gouges. The replacement (2nd) mcs tip cover accessory was returned to isi for failure analysis investigation; however, failure analysis found that the tip cover had been used and exhibited the same damage as the tip cover photograph. The tip cover exhibited thermal damage that measures .170. Failure analysis also found that the distal end of the tip cover had damage. Gentle pressure applied to the tip cover found that it had a hole that appeared to originate from the inside out. The tip cover also exhibits several scratches and deep gouges. Please refer to MFR report for the (2nd) replacement tip cover accessory.